Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. The customer alleges that the catheter was placed nov 19th. It was pulled in 2008 because of fistula maturity. The fistula access had been used approximately 3-4 times before the catheter was pulled. This means the catheter sat dormant for up to 1.5 weeks with no flows. When the catheter was pulled, there was a large thrombus on the tip and the tissue at the cuff looked to be infected. It appeared the clot formed at the side slot.

Manufacturer narrative:
Catheter was sitting dormant for 1.5 weeks. This would explain the clot, even so because site seemed infected and we tried on 2 occasions to receive further info, but no response from customer concerning if any treatment was required for infected site. For this reason, we are filing a MDR. An investigation is under way. Upon completion, the results will be forwarded.